Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It is reported that distal edge dissection occurred after a resolute onyx device was implanted. There was no damage noted to the device packaging. There were no issues noted when removing the device from the hoop. The device was inspected prior to use with no issues noted. Negative prep was performed with no issues.